Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2018-oct-24. The cause of the shocking was not determined. The shocking began one month ago. There was a confirmed overdischarge. The rep reprogrammed to resolve the shocking and jumpstarted/dearws the device to resolve the power on reset (por). This information was confirmed with the physician/account. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) via a patient with an implantable neurostimulator (ins) for spinal pain. The patient stopped charging their battery because it was shocking them which resulted in a power on reset (por). The environmental/external/patient factors that may have led or contributed to the issue include patient compliance. The rep has never met this patient but will meet them (B)(6) 2018. The issue was not resolved but the patient was noted to be alive with no injury. No further complications were reported/are anticipated.